Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the catheter shaft fractured. While loading the delivery system into the sheath, the delivery system fractured before entering the sheath. The device was removed and the procedure was completed successfully with another of the same device. There were no reported patient complications.